Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced with a smaller ipg. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.